Event description:
It was reported to philips that the system failed to boot up. The device was outside of clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system failed to boot up. The fse reseated the power cable and rebooted the system including pdu, which resolved the reported issue. After this, the system was returned to use in good working order. The codes were updated based on the investigation outcome.